Event description:
Not able to walk [unable to walk] immobilized in pain/has still a lot of pain, knee stiff painful [arthralgia aggravated] knee stiff [stiff knees] checked patient knee, not infected, a bit of inflammation [joint inflammation] case narrative: initial information received on 21-jul-2022 regarding an unsolicited valid serious case received from a consumer/non-healthcare professional from canada. This case involves 54 years old female patient who had immobilized in pain/has still a lot of pain, knee stiff painful, not able to walk and pain got worse with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection (unknown batch number, dose, strength, route, frequency, expiry date) for tears and cracking (left knee) and pain (left knee). Batch number is requested. Patient reported that the reason for the injection was for some tears, cracking and pain. On (B)(6) 2022 the patient also mentioned that the following day she as immobilized in pain (arthralgia; seriousness criteria: disability) (latency: unknown) and was not able to walk (gait inability; seriousness criteria: disability) (latency: unknown). On(B)(6) 2022, the patient would try to walk the pain got worse. Patient is not able to receive steroids for alternative reasons. She went back to her hcp (healthcare professional) who did the injection, he checked her knee, not infected, a bit of inflammation (arthritis; onset date: (B)(6) 2022; latency: 1 day). Hcp advised the patient to wait and see how it evolve. As of (B)(6) 2022, patient has still a lot of pain. Her knee stiff (joint stiffness; onset ate (B)(6)2022; latency: 1 day) painful. A little bit better than early july. She can walk slowly but still very painful. She will see her hcp again in 2 weeks. Action taken: not applicable for all the events corrective treatment: not reported for all the events outcome: recovering / resolving for arthralgia; unknown for gait inability; not recovered for joint stiffness and arthritis a product technical complaint (ptc) was initiated on (B)(6) 2022 (batch number and expiration date: unknown) with global ptc number 100245942, and the results were pending for the same additoianl information received on (B)(6) 2022 from patient. Event verbatim updated to immobilized in pain/has still a lot of pain, knee stiff painful; outcome updated. Already reported event of pain got worse was deleted. New events of knee stiff and checked patient knee, not infected, a bit of inflammation were added. Clinical course updated and text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: follow up information received does not change the previous assessment of this case. This case involves a patient who was in pain/has still a lot of pain, knee stiff painful and is not able to walk after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Not able to walk [unable to walk] immobilized in pain/has still a lot of pain, knee stiff painful [arthralgia aggravated] knee stiff [stiff knees] checked patient knee, not infected, a bit of inflammation [joint inflammation]. Case narrative: initial information received on 21-jul-2022 regarding an unsolicited valid serious case received from a consumer/non-healthcare professional from canada. This case involves 54 years old female patient who had immobilized in pain/has still a lot of pain, knee stiff painful, not able to walk and pain got worse with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48 mg/6 ml) (unknown batch number, dose, route, frequency, expiry date) for tears and cracking (left knee) and pain (left knee). Batch number is requested. Patient reported that the reason for the injection was for some tears, cracking and pain. On (B)(6) 2022 the patient also mentioned that the following day she as immobilized in pain (arthralgia; seriousness criteria: disability) (latency: unknown) and was not able to walk (gait inability; seriousness criteria: disability) (latency: unknown). On (B)(6) 2022, the patient would try to walk the pain got worse. Patient is not able to receive steroids for alternative reasons. She went back to her hcp (healthcare professional) who did the injection, he checked her knee, not infected, a bit of inflammation (arthritis; onset date: 01-jul-2022; latency: 1 day). Hcp advised the patient to wait and see how it evolve. As of (B)(6) 2022, patient has still a lot of pain. Her knee stiff (joint stiffness; onset ate 01-jul-2022; latency: 1 day) painful. A little bit better than early (B)(6). She can walk slowly but still very painful. She will see her hcp again in 2 weeks. Action taken: not applicable for all the events. Corrective treatment: not reported for all the events. Outcome: recovering / resolving for arthralgia; unknown for gait inability; not recovered for joint stiffness and arthritis. A ptc (product technical complaint) was initiated on 21-jul-2022 for synvisc one (with batch number: unknown) with global ptc number: (B)(4). Sample status was not available the product lot number was not provided; a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive actions) was required. It was the requirement to review batch records for specification conformance prior to release. Any out of specification result was identified and mitigation through ncr (non conforming report) process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assess possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The review had not indicated any safety issue. The final investigation was completed: 03-sep-2022 with summarized conclusion as no assessment possible. Additional information received on 21-jul-2022 from patient. Event verbatim updated to immobilized in pain/has still a lot of pain, knee stiff painful; outcome updated. Already reported event of pain got worse was deleted. New events of knee stiff and checked patient knee, not infected, a bit of inflammation were added. Clinical course updated and text amended accordingly. Additional information was added on 21-jul-2022. No new significant information was added. Additional information was received on 03-sep-2022 from the quality department. Global ptc number and ptc results pending. Text amended accordingly.